Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device, referenced, are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) were attempted using proglide devices via 6fr sheath after an unspecified procedure. Reportedly, the suture of both proglide devices broke one in the lcfa and one in the rcfa. Additional proglide devices were used, one in the lcfa and one in the rcfa to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.